Event description:
It was reported that the device displayed a motor encoder error code. There was no patient involvement.

Manufacturer narrative:
The reported event of device had motor encoder error code was created to document the event that the customer reported. The customer did not return the device for evaluation. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 09jun2010 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed a motor encoder error code. There was no patient involvement.